Event description:
Customer reported that the insulin pump returned several no delivery alarms. Customer was unable to troubleshoot as the no delivery alarms occurred two months prior to the call. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.